Event description:
The ventilator was alarming inspiratory time too long and not inflating the test lung. The sales representative heard gas venting out the back of the ventilator. The ventilator was being used for a demonstration; so there was no patient involvement. The respironics service technician confirmed hearing gas venting out the back of the ventilator. The service technician replaced the crossover solenoid and 3 station solenoid. Final testing passed per specifications.